Manufacturer narrative:
Per tandem user guide: only use humalog® or novolog® u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump did not deliver insulin as intended. The customer's blood glucose level was 335 mg/dl. Reportedly, the customer was using fiasp insulin. Tandem technical support educated customer on insulin labeling. Customer changed the cartridge and used novolog insulin in attempt to resolve the issue, however, insulin was not observed to be exiting the patient line. Reportedly, the customer reverted to manual injections for insulin therapy.